Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Currently, it is unknown whether the device may have caused or contributed to the alleged event. The patient was injured in a motor vehicle accident in 2003 and had a right below-knee amputation after developing (B)(6). Following that, the patient had a kugel patch implanted to repair a ventral hernia. More than four years later, the mesh was explanted. While it was noted to have been infected, there is no indication in the medical records that the mesh was the source of the patient's infection. The IFU, however, states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." We have contacted the initial reported to obtain additional information and to have the explanted mesh returned for evaluation. Without additional information, no conclusion can be drawn.

Event description:
Based on a review of medical records provided by the patient's attorney: (B)(6) 2003 - repair of ventral hernia with a kugel patch secondary to old myo-cutaneous flap. Noted to have reaction around prolene suture, which was removed. (B)(6) 2006 - office visit: draining lesion off and on for several months. Recently, area draining purulent material and is tender with straining. (B)(6) 2007 - removal of infected mesh protruding through skin and ventral herniorrhaphy.